Event description:
The following description of the event was documented by a carefusion technical support specialist in response to an phone conversation with a user facility representative. "Customer claims this battery is defective, is burning the battery fuse, he purchased this battery under s/o (B)(4). On (B)(6) 2013. He replaced this battery with a good working battery and the problem was corrected."

Manufacturer narrative:
The user facility did not submit a user facility report to the manufacturer. (B)(4). The following information concerning the evaluation of the device is the summary of the information documented by the carefusion failure analysis lab technician. A single avea internal battery assembly pn: 68339k was received for investigation. Upon a visual inspection the lower middle battery that sits against the metal rear panel exhibits a puncture through the protective plastic exposing the negative terminal of above said battery. After visually inspecting a rear panel of a test unit it was found that a spot weld at the exact same spot of where the lower middle battery of the internal battery pack sits is protruding too far and puncturing through the battery pack protective plastic. This can cause shorting out the battery pack and causing the battery to heat-up and or causing erroneous battery charge level indications: carefusion has initiated an internal corrective and preventative action request through our corrective and preventative action system to address this issue.